Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was between 160-170 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged shattered and unresponsive touch screen issues were verified. The information will be used for tracking and trending purposes.